Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose of 588mg/dl. It was stated that the customer was in the hospital the week before, but his admission was not diabetes related. It was stated that the customer's most recent glucose reading was 130mg/dl, and he was treated with the insulin pump. No further info was provided.